Event description:
Related manufacturer reference number: 2017865-2021-37709. It was reported that during routine generator exchange that, device interrogation revealed low impedance and no sensing or capture on both right atrial (ra) and right ventricular (rv) lead. The physician elected to explant and replace the ra and rv leads. The patient condition was stable before, during, and after.